Event description:
A report was received that the patient was experiencing difficulty charging after a non-device related surgery. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended. The physician has recommended an ipg replacement.

Event description:
A report was received that the patient was experiencing difficulty charging after a non-device related surgery. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended. The physician has recommended an ipg replacement.

Manufacturer narrative:
The patient underwent an ipg replacement procedure and is reportedly doing well. The returned ipg passed visual, photographic imaging and performance tests done. The complaint of premature battery depletion has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (B)(4).